Event description:
Information received by medtronic indicated that the insulin pump piston work slowly and loud. Customer stated that renewing air bubble anomaly in infusion set and reservoir. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring= black. On (B)(6) 2022, the customer alleged was for drive/motor anomaly. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, battery tube threads - cracked, and corroded battery tube. Thus was utilized and downloaded trace/history files properly. No drive/ motor anomaly alarm noted in pumps memory. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was cut open to perform visual inspection and found moisture damage on the motor assembly. In summary, device passed all required testing. Unable to verify customer alleged drive/motor anomaly during testing and pump memory. The motor is functioning properly. Moisture damage on motor assembly was noted. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.